Event description:
It was reported that the patient was refracted post operatively and was hyperopic. The lens was then exchanged for another power. After the lens was opened, the doctor decided to implant another power lens instead.

Manufacturer narrative:
Evaluation: the intraocular lens was received and visually measured for diopter. Results showed the lens measure 11.0 d and is correct as labeled. The iol met all specifications for optical properties. Review of the manufacturing records for this lens found that it met all specifications during our manufacturing process. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4) - explanted intraocular lens. The lens was received at abbott medical optics (amo) in (B)(4) and has been shipped to the amo manufacturing site in (B)(4) for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection of the lens showed no optical deviations. Diopter measurement records of the lens were verified and were within specifications. This is in compliance with the labeled dioptric power 11.0 diopter for this serial number. All pertinent information available to the manufacturer has been submitted.